Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on (B)(6) 2024. The most recent information was received on (B)(6) 2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("right peri-trochanteric pain") in a female patient who had essure inserted (lot no. D46951) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On (B)(6) 2016 she experienced haematochezia ("blood-liquid stools"). On (B)(6) 2016 she experienced headache ("headaches"), tendonitis ("calcifying tendinitis in the hips"), gastrointestinal pain ("digestive cramps"), fibromyalgia ("fibromyalgia symptoms"), balance disorder ("balance disorder"), amnesia ("loss of memory"), paraesthesia ("tingling"), hypoaesthesia ("numbness"), musculoskeletal stiffness ("stiffness"), burning sensation ("burning sensation in the lower limbs"), myalgia ("muscle pain") and arthralgia ("joint pain"). On unknown dates she experienced pelvic pain (seriousness criterion medically important) and oedema peripheral ("oedemas of lower limbs"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to haematochezia, tendonitis, gastrointestinal pain, fibromyalgia, balance disorder, amnesia, paraesthesia, hypoaesthesia, musculoskeletal stiffness, burning sensation, myalgia, headache, arthralgia, pelvic pain or oedema peripheral. Diagnostic results (normal ranges are provided in parenthesis if available): [colonoscopy] on (B)(6) 2020: this full colonoscopy is normal, but its course was hampered by a dolichosigmoid. In proctological terms, I noted a haemorrhoidal prolapse at 5 h in the knee-elbow position. [Ultrasound scan] on (B)(6) 2017: the liver is normal size and has a homogenous echo pattern. The bladder has a satisfactory volume. Its walls are fine. It does not contain any lithiasis. The intra- and extra-hepatic bile ducts have a satisfactory calibre. The pancreas is normal size and has a well-defined echo pattern. The spleen has satisfactory measurements and a well-defined echo pattern. Both kidneys are regular size and have fine cavities. Parenchyma of normal thickness and well-defined cortico-medullar differentiation. Abdominal and pelvic tiered sections showed no pathological image.; on (B)(6) 2023: the liver is normal size and normal morphology. The intra- and extra-hepatic bile ducts are not dilated. The portal trunk and subhepatic veins are permeable. The gall bladder is acalculous, not distended, fine-walled. It is the centre of three benign cholesterol polyps measuring between 2 mm and 3 mm. Both kidneys are normal size and morphology. Proper parenchymal-sinus differentiation, no dilation of the pyelocaliceal cavities. There is a 3 mm uncomplicated gall stone at the level of the inferior caliceal group of the left kidney. No spleen or pancreas issues. The bladder has fine and regular walls with a transensor content. The intramural meatus are free. At the pelvic level, the uterus is retroverted, retroreflected. The myometrium is regular. The ovaries have no issues. The abdominal aorta has a normal calibre, evaluated at 18 mm anterior-posterior diameter. Conclusion: three benign cholesterol polyps measuring between 2 mm and 3 mm in the gall bladder. 3 mm uncomplicated left kidney stone. No other issue of the various abdominal full organs visible today on the ultrasound. [X-ray of pelvis and hip] on (B)(6) 2020: insignificant 8 mm pelvis tilting to the left. No visible right or left coxarthrosis, no peri-trochanteric calcification on the x-rays. We can see tubal ligation at the pelvis level. Ultrasound of the right peri-trochanteric region: moderate hypoechogenic thickening 5 mm from the trochanteric enthesis of the right gluteus medius tendon, in contact with a 7 mm long and 1 mm thick linear calcification which is not visible on the x-rays. The aspect indicates a calcifying tendinitis of the right gluteus medius.; on (B)(6) 2023: insignificant 8 mm pelvis tilting to the left. No visible right or left coxarthrosis, no peri-trochanteric calcification on the x-rays. We can see tubal ligation at the pelvis level. Ultrasound of the right peri-trochanteric region: moderate hypoechogenic thickening 5 mm from the trochanteric enthesis of the right gluteus medius tendon, in contact with a 7 mm long and 1 mm thick linear calcification which is not visible on the x-rays. The aspect indicates a calcifying tendinitis of the right gluteus medius.; on (B)(6) 2023: face, profile and internal/external rotation x-rays of the shoulders: incipient centric right glenohumeral osteoarthritis consisting of minimal marginal osteophytes of the humeral head and of the scapular cavity. Punctiform calcification of the upper side of the cavity. No bone matrix issue.; on (B)(6) 2023: no peri-articular calcification. No bone matrix issue. Left shoulder ultrasound: the tendon of the biceps long muscle is in place in the humeral groove, continuous and not dislocated, with normal diameter and echo pattern. There is no liquid effusion in its sheath. The tendon of the sub-scapular muscle is continuous, without any enthesis issues. The tendon of the infraspinatus muscle is continuous, with a normal fibrillary echo pattern, without any enthesis issues. The tendon of the supraspinatus muscle is also continuous, with a heterogenous fibrillary echo pattern having a small tear of its superficial posterior contingent measuring around 1 x 9 mm in the coronal plane. No inflammatory change and no intra-tendinous calcification. No effusion of the subacromial deltoid bursitis and no humeral cavity joint effusion. Correct aspect of the neighbouring muscle groups. Conclusion: normal examination, except for a small tear at the superficial and posterior level of the supraspinatus, without any obvious related bursitis lesion. Batch no~d46951 production date~2015-01-07 expiration date 2018-01-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 23-jan-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 03-jan-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("right peri-trochanteric pain") in a female patient who had essure inserted (lot no. D46951) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On (B)(6) 2016 she experienced haematochezia ("blood-liquid stools"). On (B)(6) 2016, she experienced headache ("headaches"), tendonitis ("calcifying tendinitis in the hips"), gastrointestinal pain ("digestive cramps"), fibromyalgia ("fibromyalgia symptoms"), balance disorder ("balance disorder"), amnesia ("loss of memory"), paraesthesia ("tingling"), hypoaesthesia ("numbness"), musculoskeletal stiffness ("stiffness"), burning sensation ("burning sensation in the lower limbs"), myalgia ("muscle pain") and arthralgia ("joint pain"). On unknown dates she experienced pelvic pain (seriousness criterion medically important) and oedema peripheral ("oedemas of lower limbs"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to haematochezia, tendonitis, gastrointestinal pain, fibromyalgia, balance disorder, amnesia, paraesthesia, hypoaesthesia, musculoskeletal stiffness, burning sensation, myalgia, headache, arthralgia, pelvic pain or oedema peripheral. Diagnostic results (normal ranges are provided in parenthesis if available): [colonoscopy] on (B)(6) 2020: this full colonoscopy is normal, but its course was hampered by a dolichosigmoid. In proctological terms, I noted a haemorrhoidal prolapse at 5 h in the knee-elbow position. [Ultrasound scan] on (B)(6) 2017: the liver is normal size and has a homogenous echo pattern. The bladder has a satisfactory volume. Its walls are fine. It does not contain any lithiasis. The intra- and extra-hepatic bile ducts have a satisfactory calibre. The pancreas is normal size and has a well-defined echo pattern. The spleen has satisfactory measurements and a well-defined echo pattern. Both kidneys are regular size and have fine cavities. Parenchyma of normal thickness and well-defined cortico-medullar differentiation. Abdominal and pelvic tiered sections showed no pathological image.; on (B)(6) 2023: the liver is normal size and normal morphology. The intra- and extra-hepatic bile ducts are not dilated. The portal trunk and subhepatic veins are permeable. The gall bladder is acalculous, not distended, fine-walled. It is the centre of three benign cholesterol polyps measuring between 2 mm and 3 mm. Both kidneys are normal size and morphology. Proper parenchymal-sinus differentiation, no dilation of the pyelocaliceal cavities. There is a 3 mm uncomplicated gall stone at the level of the inferior caliceal group of the left kidney. No spleen or pancreas issues. The bladder has fine and regular walls with a transonor content. The intramural meatus are free. At the pelvic level, the uterus is retroverted, retroreflected. The myometrium is regular. The ovaries have no issues. The abdominal aorta has a normal calibre, evaluated at 18 mm anterior-posterior diameter. Conclusion: three benign cholesterol polyps measuring between 2 mm and 3 mm in the gall bladder. 3 mm uncomplicated left kidney stone. No other issue of the various abdominal full organs visible today on the ultrasound. [X-ray of pelvis and hip] on (B)(6) 2020: insignificant 8 mm pelvis tilting to the left. No visible right or left coxarthrosis, no peri-trochanteric calcification on the x-rays. We can see tubal ligation at the pelvis level. Ultrasound of the right peri-trochanteric region: moderate hypoechogenic thickening 5 mm from the trochanteric enthesis of the right gluteus medius tendon, in contact with a 7 mm long and 1 mm thick linear calcification which is not visible on the x-rays. The aspect indicates a calcifying tendinitis of the right gluteus medius.; on (B)(6) 2023: insignificant 8 mm pelvis tilting to the left. No visible right or left coxarthrosis, no peri-trochanteric calcification on the x-rays. We can see tubal ligation at the pelvis level. Ultrasound of the right peri-trochanteric region: moderate hypoechogenic thickening 5 mm from the trochanteric enthesis of the right gluteus medius tendon, in contact with a 7 mm long and 1 mm thick linear calcification which is not visible on the x-rays. The aspect indicates a calcifying tendinitis of the right gluteus medius.; on (B)(6) 2023: face, profile and internal/external rotation x-rays of the shoulders: incipient centric right glenohumeral osteoarthritis consisting of minimal marginal osteophytes of the humeral head and of the scapular cavity. Punctiform calcification of the upper side of the cavity. No bone matrix issue.; on (B)(6) 2023: no peri-articular calcification. No bone matrix issue. Left shoulder ultrasound: the tendon of the biceps long muscle is in place in the humeral groove, continuous and not dislocated, with normal diameter and echo pattern. There is no liquid effusion in its sheath. The tendon of the sub-scapular muscle is continuous, without any enthesis issues. The tendon of the infraspinatus muscle is continuous, with a normal fibrillary echo pattern, without any enthesis issues. The tendon of the supraspinatus muscle is also continuous, with a heterogenous fibrillary echo pattern having a small tear of its superficial posterior contingent measuring around 1 x 9 mm in the coronal plane. No inflammatory change and no intra-tendinous calcification. No effusion of the subacromial deltoid bursitis and no humeral cavity joint effusion. Correct aspect of the neighbouring muscle groups. Conclusion: normal examination, except for a small tear at the superficial and posterior level of the supraspinatus, without any obvious related bursitis lesion. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.